Manufacturer narrative:
The defective sample was not received for evaluation therefore we are unable to determine the cause for the issue reported. A valid lot number was also not provided therefore a review of the device history record could not be reviewed. A review of the manufacturing process was performed and no anomalies were found. An investigation is in process to identify potential root cause.

Event description:
Customer states that the pressure line tubing that connects to the nasal CPAP generator broke during use after several days. This patient then had to be bagged while they replaced the product. The hospital's risk department has gotten involved. The lot# may be wrong since paperwork was tossed for the disposable device.